Event description:
Info received indicates that during insertion of the product into the pt aorta, the distal tip separated from the device shaft; the detached component was intra-operatively retrieved and the device was replaced during bypass. The case was completed with no pt complication reported.